Event description:
It was reported that this pacemaker entered safety mode. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Update: it was indicated by the field representative that this device is unavailable for return.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker entered safety mode. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. It is currently unknown if the device is available for return. A return request has been submitted to the field.